Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.the damage found was sustained during the surgical procedure. The lead was otherwise normal.

Event description:
It was reported that an alert for high rate non-sustained event message was delivered on a competitive device. Insulation abrasion was suspected. Noise could not be reproduced inclinic. During the extraction procedure the physician had difficulty inserting a stylet into the lead.